Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a low blood glucose level. Customer started sweating and was incoherent. Customer was admitted as an inpatient for medical treatment. Customer was admitted on wednesday morning, next to the last week of october. Customer's blood glucose level was 32 or 35 mg/dl. Customer had back surgery on 10/7/2014. After being in the hospital for a week, the customer's appetite was not good. Customer had low blood glucose levels because she did not eat dinner that night. Customer also has crohn's disease. Customer does not think there is a problem with the pump. Customer was treated with an IV and food. Customer was released after blood glucose levels came back up. Customer has been using the pump for about 10 years. No further assistance needed.